Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 60 mg/dl while their blood glucose reading was 100 mg/dl. The insulin pump¿s current blood glucose reading was 42 mg/dl while the meter was showing them a blood glucose level of 102 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose of 60 mg/dl. The suspend on low limit in the sensor setting was 60 mg/dl. The product will be returned for analysis.